Manufacturer narrative:
The suspect product is the inform meter.

Event description:
Customer reports all of the connector pins on the inform system except for one on the left are blackened. No evidence of melting or burning. The location where the malfunction was noticed was at a hospital; customer did not indicate how long the malfunction has been occurring. No adverse event reported. Requested return of suspect device and replacement was sent. Accu-chek inform system: meter, test strip lot number and expiration date unk.